Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had poor communication with recharging. The implant could not be charged and there was a reposition antenna screen indicated. The consumer reported that the recharging antenna was burning their skin when they charge so they had to stopped charging the implant. The patient reported that their skin burns like sun burn when charging. The patient reported that they ran out of sticky pads, so it is difficult to charge implant without a sticky pad. The patient reported that they were the ER because their implant didn¿t charge. The patient reported that the last time they charge was about 3 months ago and have not charge because the ins recharger was not working. The patient was order sticky pads. A replacement recharger was requested.